Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the monitor exhibited multiple lines. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
Report 3002808148-2025-24046-00 was sent in error the poor image quality would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from the customer.